Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt had a pocket revision due to the ipg location being uncomfortable. The physician implanted lead extensions and repositioned the pocket site. The pt is reportedly doing well after the revision surgery.